Event description:
The customer observed a false positive alinity I total hcg result for one patient. The following data was provided (<5.00 iu/l is negative, >/=25.00 iu/l is positive): sample ID (B)(6) result, on (B)(6) 2022, was 3248.99 iu/l. A second sample was collected from the patient on the same day, sample ID (B)(6), was tested on (B)(6) 2022 and the results were <2.30 and 2.56 iu/l. Based on the positive result that was sent to the patient¿s physician, the patient had an emergency ultrasound, which was negative. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry: (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p51-30, that has a similar product distributed in the us, list number 07p51-31.

Manufacturer narrative:
Adding concomitant product to d10. Concomitant medical products field.this follow up is being submitted to include the initial coding in section h6 for component code, type of investigation, investigation findings, and investigation conclusions that were not included in the initial report.

Manufacturer narrative:
The complaint investigation for a false positive alinity I total b-hcg result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review for the complaint lot. Return testing was not completed as returns were not available. Trending review determined no related trend for the product. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Device history record review on lot number 36217ud00 did not identify any non-conformances or deviations with the likely cause lot. The overall performance of alinity I total b-hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide, with median values for the complaint lot is within the established limits, suggesting that the performance is acceptable. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I total b-hcg, lot number 36217ud00, was identified.